Manufacturer narrative:
E1: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pop-off from the holder and they had to be replaced to continue the collection on unspecified number of devices or patients. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pop-off from the holder and they had to be replaced to continue the collection on unspecified number of devices or patients. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos and 3 videos were provided for investigation. The photos and videos were reviewed and the indicated failure mode for holder separates was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of tube push off and holder separates was not observed. Also, 8 retention samples from bd inventory were evaluated by functional testing and the issue of tube push off and holder separates was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode holder separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.